Manufacturer narrative:
(B)(4).

Event description:
It was reported the central line coiled and would not advance. A different device was used and there was no issue. No injury or harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and 3-l catheter for analysis. Definite signs of use were observed on the returned components. Visual analysis revealed that the guide wire coil wire was completely unraveled and separated from the core wire. The core wire was separated from the distal weld and was also broken in the middle of the body. The proximal weld and remaining core wire was not returned for analysis. The guide wire also contained a major kink/bend along the body. Microscopic examination confirmed the defect and revealed that the distal weld was present, full, and spherical. Visual and microscopic examination of the catheter revealed no obvious defects or anomalies. The kink/bend in the guide wire measured 15-30mm from the distal end of the guide wire. The overall length of the guide wire core wire measured 206mm, which is not within the specification limits of 596mm - 604mm per the guide wire product drawing. This indicates that at least 390mm of the guide wire was not returned for analysis. The outer diameter of the guide wire could not be accurately measured as the core and coil wires were completely separated. The overall length of the catheter measured 215mm, which is within the specification limits of 207mm - 227mm per the catheter product drawing. Functional inspection of the catheter was performed based on the instructions for use (IFU) provided with this kit which states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion." A lab inventory guide wire of the same diameter (0.032") was threaded through the catheter with little to no resistance. Functional analysis of the guide wire could not be performed due to the damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer complaint of a guide wire separated was confirmed by the investigation of the returned sample. The guide wire was separated adjacent to the distal weld as well as in the middle of the body. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the (B)(4) force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the circumstances, undue force likely caused or contributed to this event, however, without the entire guide wire returned for analysis, the probable cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this natu re.

Event description:
It was reported the central line coiled and would not advance. A different device was used and there was no issue. No injury or harm to the patient. The patient's condition is reported as fine.